Event description:
It was stated that the customer was hospitalized for high blood glucose levels, nausea and vomiting. The blood glucose levels were not reported. Troubleshooting was performed and the insulin pump passed the prime test. The programming was correct as well.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.